Event description:
Additional information received reported that the device was explanted and replaced. It was noted that the device had migrated deeper. The device could not be interrogated because it was fully discharged. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3389s lot# v492274 implanted: (B)(6) 2010 explanted:na; lead model 3389s lot# v492274 implanted: (B)(6) 2010 explanted:na; extension model 37085 lot# nkn009580v implanted: (B)(6) 2010 explanted:na; extension model 37085 lot# nkn009581v implanted: (B)(6) 2010 explanted: na.

Event description:
It was reported that the patient experienced coupling/communication issues associated with the recharger. The maximum coupling achieved was 0 to 2 bars, at this time. Previously, the patient had been able to obtain 8 bars. It was not clear whether the recharger was functioning properly. The patient experienced a fall, approximately one month ago, at a time in which the coupling issue began. The patient was, then, hospitalized for about two weeks. A x-ray was performed on (B)(6) 2011, and confirmed that the patient's neurostimulator had not flipped. The patient was still recharging and received effective stimulation therapy. It was later reported that the patient met with the manufacturer representative on (B)(6) 2011. All four corners of the neurostimulator were able to be felt, but, the device was also noted to not be "shallow either." Though the patient had been "usually" receiving 2 bars of coupling, at this time, no bars could be obtained. A new recharger was used and it was possible to obtain 8 bars, for "a few minutes." The coupling, then, returned to 2 bars. No patient symptoms were reported. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the physician that the issue had been resolved.

Event description:
Additional information received reported that impedance was normal. The neurologist and neurosurgeon decided to replace the device with non-rechargeable battery because the patient was wheelchair bound after non-related surgery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator model 37612 serial (B)(4) found no significant anomalies. There was good stable output on all electrodes referenced to one electrode, and coupling matched a known good implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.